Event description:
It was reported approximately five months following a sling procedure, the pt started to leak when coughing or sneezing. The patient's condition was noticed on annual visit in 2005. The doctor did not know why the implant failed 2 months later, a repeat procredure was performed using the same device via the to approach. No further complications have been reported and patient's incontinence has been corrected.